Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-04-28. H6: investigation summary one sensor was received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. An investigation was conducted on the sample to determine why the sample was not in the ready state. Inspection of the sensor shows that the crystal adhesive may have spread out too much and it increased the chance for the spring contact to disconnect from the crystal. When the sensor was in use, an electrical disconnect prevented the sensor from observing the signal, however when the sample was tested in the lab, the connection occurred and the signal was normal.

Event description:
It was reported that sensor had screen issues with the tablet.the following information was provided by the initial reporter: material no. 516700, batch no. Unknownit is reported customer experienced screen issues with tablet.verbiage received, - senor #9302 was prepared according to IFU using two 10ml flush syringes. After two syringes, tablet still displayed "continue flushing" message. Customer flushed again using two 5ml pushes from a third 10ml flush syringe. Tablet still displayed continue flushing" message, so customer got a fourth 10ml flush syringe and pushed two more 5ml pushes. Tablet still displayed a "continue flushing" message. At that point, the customer set the sensor aside and opened a new one. The new sensor turned to "ready" state after only one 10ml flush syringe was used to prep.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sensor had screen issues with the tablet. The following information was provided by the initial reporter: material no. 516700, batch no. Unknown. It is reported customer experienced screen issues with tablet. Verbiage received, - senor #9302 was prepared according to IFU using two 10ml flush syringes. After two syringes, tablet still displayed "continue flushing" message. Customer flushed again using two 5ml pushes from a third 10ml flush syringe. Tablet still displayed continue flushing" message, so customer got a fourth 10ml flush syringe and pushed two more 5ml pushes. Tablet still displayed a "continue flushing" message. At that point, the customer set the sensor aside and opened a new one. The new sensor turned to "ready" state after only one 10ml flush syringe was used to prep.